Manufacturer narrative:
(B)(6).

Event description:
It was reported that balloon rupture occurred. The 100% stenosed target lesion was located in the mildly tortuous and moderately calcified superficial femoral artery. A 1.5mm x 20mm x 143cm coyote es balloon catheter was advanced for dilation. However, during inflation within the specified pressure, the balloon ruptured. The device was removed without any problem and the procedure was completed with another of same device. There were no patient complications nor injuries reported.